Event description:
It was reported that this right ventricular (rv) lead had caused the patient to experience twiddler's syndrome. This lead's screw had extended and retracted back to its housing case. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct the h6: patient code and b2: outcomes attribute to adverse event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had caused the patient to experience twiddler's syndrome. This lead's screw had extended and retracted back to its housing case. The lead was surgically abandoned. No additional adverse patient effects were reported.